Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending artery. A 2.50 x 24mm synergy xd drug eluting stent was advance for treatment but failed to cross the lesion due to angulation. However, it was found that the shaft was cut off during procedure. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6) device evaluated by MFR. : synergy xd mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 23cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending artery. A 2.50 x 24mm synergy xd drug eluting stent was advance for treatment but failed to cross the lesion due to angulation. However, it was found that the shaft was cut off during procedure. The procedure was completed with another of same device. There were no patient complications reported.